Manufacturer narrative:
The reported 72202468 fast-fix 360 curved ndl delivery sys for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. An exact root cause cannot be determined with confidence. From the information provided and reviewing the instruction for use 10600499) it states the following: ¿do not push the deployment slider twice or the second implant will deploy prematurely.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for examination. The actuator is in its t2 post-deployment position indicating multiple trigger advancements and a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Per the device under warnings ¿do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Event description:
It was reported that during the a meniscus repair there was t2 pre-deployment. No patient injuries or delay reported. Back-up device was available to complete the surgery. T1 was cut free and removed from the patient's anatomy.